Manufacturer narrative:
Combination product: yes. Corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is not displaced but has dislodged from the balloon. In the as-returned state, the stent was located on the transportation wire inside the protector cap. The protector cap is severely deformed (i.e. Axially compressed) at its distal end. The stent is mildly deformed (i.e. Pinched) in its proximal portion. The balloon has been fully inflated and was returned deflated. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The most probable root cause for the complaint event is related to the handling during the preparations for the intervention, i.e. Improper removal of the stent protector which is warned against in the IFU.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the stent is not displaced but has dislodged from the balloon. In the as-returned state, the stent was located on the transportation wire inside the protector cap. The protector cap is severely deformed (i.e. Axially compressed) at its distal end. The stent is mildly deformed (i.e. Pinched) in its proximal portion. The balloon has been fully inflated and was returned deflated. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The most probable root cause for the complaint event is related to the handling during the preparations for the intervention, i.e. Improper removal of the stent protector which is warned against in the IFU.

Event description:
An orsiro drug-eluting stent system was selected for treatment. During preparation for the intervention, at the extraction from its case, the stent was found de-crimped on the mandrel balloon, distally placed. The affected device was not used and replaced with a similar stent of same size.